Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display, this alarm is generated when a power failure is detected alarms due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and insulin pump also had this alarm is generated when a power failure is detected and motor safety circuit failed test alarm. The customer¿s blood glucose was unknown at the time of incident. The customer state that alarm did not clear by selecting ok. Customer was unable to clear the pump errors and power loss alarm and program the insulin pump. The customer state that insulin pump wont turn on. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.